Event description:
It was reported the pt was experiencing ineffective stimulation and had not used the system; he wanted the system to be explanted. The pt reported his pain was getting worse and he believed it was from the scar tissue from his previous tumor surgeries in his spine. In addition, the pt reported he was having problem with bowel movements and issues when urinating, but the neurologist believed his medication may be causing this problem. The pt was suspecting the development of new tumor and had pet scan taken, but the result was negative. The pt also stated his lower leg pain near the ankle was getting worse. The pt also reported he had a spot on his lungs and was dealing with the issue. The sjm rep directed the pt to contact his physician to discuss the explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.